Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the backup battery is depleted. The customer reported patient involvement with no harm to the patient.